Event description:
It was reported that the patient with this tactra penile prosthesis was not satisfied with current erection and had penile pain. The device was removed and pus was found with an intracorporal infection. A washout was performed, and no new device was implanted. No further patient complications were reported.

Manufacturer narrative:
Updated evaluation conclusion codes h6.

Event description:
It was reported that the patient with this tactra penile prosthesis was not satisfied with current erection and had penile pain. The device was removed and pus was found with an intracorporal infection. A washout was performed, and no new device was implanted. No further patient complications were reported.